Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: (B)(4). Case subject: npi 8110 message calibration required. Account name: (B)(6) hospital. Account #: (B)(6). Asset name: 8110 syringe n. America v9.33.0. (B)(6). Patient or user involvement: no. Patient or user harm: no. Case description: caller has an 8110 module that gives him a calibration required message even after calibrating the module. Sn: (B)(4). Case resolution: calibration; let biomed know he has to do the calibration, accuracy, and pm all in one session on system maintenance to clear the message. Biomed will conduct repair.